Event description:
A customer reported to baxter healthcare regarding the vial mate reconstitution device in which the nurses are having an issue with the restricted flow. A vancomycin 1gram vial and an unknown sodium chloride 250ml bag is attached to the vial mate. This was observed during reconstitution. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: a couple of samples were returned to the plant for evaluation. The reported condition of "not getting the solution back into the bag" was not confirmed. Manufacturing processes were reviewed and no abnormalities were found. Therefore, an assignable root cause could not be identified.

Manufacturer narrative:
(B)(4). The sample was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A batch review could not be performed as the lot number is unknown.